Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected with orange/brown/clear foreign material blocking the entire port and white foreign material along the needle. After soaking the port of the probe the probe sample was functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation with no movement of the inner cutter. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. A couple gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned complaint sample indicated that the probe had an actuation failure. The probe was unable to be tested for cut functionality, however, the observed actuation failure would have contributed to a cut failure as was reported. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe cut poorly during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.